Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Malfunctions and adverse events the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (1) malfunctions accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the cheek (ck1, ck2, ck3). Half of the product was used. When the doctor was about to inject the cheek on the other side: while aspirating the syringe, the plunger rod came off from the gasket and aspiration could not be completed. The site where the plunger rod was screwed into the gasket came off easily. It was noted that it was very dangerous that the aspiration could not be performed because of the structure. It was thought that the structure came off easily because the site the plunger was screwed into the gasket was not so large. Both the packaged needle and a cannula were used for the injections. There were no injuries.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the cheek (ck1, ck2, ck3). Half of the product was used. When the doctor was about to inject the cheek on the other side: while aspirating the syringe, the plunger rod came off from the gasket and aspiration could not be completed. The site where the plunger rod was screwed into the gasket came off easily. It was noted that it was very dangerous that the aspiration could not be performed because of the structure. It was thought that the structure came off easily because the site the plunger was screwed into the gasket was not so large. Both the packaged needle and a cannula were used for the injections. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found an empty syringe with no cap. The plunger rod was inside the syringe. There were a few micro cracks observed all around the luer lock level.